Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) gave an error message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse replaced the front end module pcb (0670-00-0668). The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
N/a.